Event description:
It was reported that when inserting an intraocular lens (iol) into the patient¿s left eye, the lens did not deploy because the device tip was bent. The tip possibly touched the patient. Reportedly, this is not a stuck in cartridge issue. The issue is related to the bent tip. It came out of the package that way. The issue is not related to use error. The procedure was completed successfully with a backup iol. There were no complications such as incision enlargement, vitrectomy, or sutures. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Implant date, if implanted, give date: not applicable, as the device was not implanted. Explant date, if explanted, give date: not applicable, as the device was not implanted, therefore, not explanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: dec 19, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge tip. The cartridge was cracked and damaged around the lens, the cartridge tip was cracked as well. The lens could be observed to be overridden by the plunger rod. The handpiece assembly was inspected and, no issues that could contribute to or cause the observed issue could be identified. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.